Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020 with blood glucose of 630 mg/dl. The customer was treated with intravenous drip. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer reported that they did not allege insulin pump was under delivering. Customer stated that the drive support cap appears normal. Customer declined to check for the presence of leaks or air bubbles in the tubing or reservoir the insulin pump will not be returned for analysis.